Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 11500a aortic valve, implanted in the pulmonic position, underwent a valve-in-valve procedure after an implant duration of 4 years, 2 months due to pulmonic insufficiency. The patient presented with heart failure and rv enlargement. The tpvr was performed with a 29mm 9755rsl transcatheter valve. The patient was stable and in recovery post procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions). Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Regurgitation identified post-procedurally has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Regurgitation occurring post-procedurally is most commonly related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient, including tetralogy of fallot. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. H11: corrected data: b5, b7.

Event description:
It was reported and learned through medical records that a patient with a 29mm 11500a inspiris resilia aortic valve, implanted in the pulmonic position, underwent a valve-in-valve procedure after an implant duration of 4 years, 2 months due to pulmonic insufficiency. The patient presented with heart failure and rv enlargement. The tpvr was performed with a 29mm 9755rsl transcatheter valve. The patient was stable and in recovery post procedure. Per medical records, patient presented with symptoms of nyha I heart failure. Tee demonstrated severe pulmonic valve insufficiency with mean gradient of (7 mmhg). The patient underwent tpvr was performed with a 29mm 9755rsl transcatheter valve. The patient tolerated the procedure without complications and discharged pod#1.